Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. This per became legal matter. No add'l info is available at this time. Add'l info pertaining to the device referenced in this report will be requested by stryker orthopaedics legal affairs dept. Should add'l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that: "pt has been experiencing pain and swelling in her knee. She stated that pain travels up her leg and though her thigh muscles. Pt had her surgery done in (B)(6) in (B)(6) 2007 during this time she was under her husband insurance. Pt stated her husband tried to commit suicide and she is now devoiced and does not have medical insurance. She has seen an orthopedic surgeon (in (B)(6)) and was told that her implants were loose. Pt has a (B)(6) old granddaughter that she doesn't pick up because she is afraid that her knee is going to give out on her. Pt wanted to know if stryker could help her pay for the revision surgery."